Manufacturer narrative:
A device history record (DHR) review was performed on the delivery catheter system (dcs) and there were no correlations / issues identified regarding manufacturing. The device was manufactured per approved and released manufacturing processes and the device met all applicable manufacturing specifications prior to release for distribution. The reported event indicates that the valve was recaptured three times due to sub-optimal positioning. Recapturing is a feature of the system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. During the third recapture, a kink the proximal portion of the catheter was noted. An image recorded from the account shows a break at the proximal end of the capsule frame. The delivery catheter system (dcs) was returned to medtronic for analysis. The valve was received loaded in the capsule of the dcs. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. The proximal end capsule appeared to be buckled and on attempted retraction of the deployment knob, the capsule kinked. There was no other evidence of damage observed on the subject dcs. Based on the investigation completed to date there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of these capsule buckling is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are potential contributing factors to capsule damage. In this case, it was reported that the patient had extreme tortuosity which may have caused or contributed to the capsule damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the capsule. The handle was intact. The device was received with the capsule fully closed. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the full length of the capsule. The capsule appeared to be buckled at the proximal end. On attempted retraction of the deployment knob, the capsule kinked. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis: the product has been returned for analysis. A supplemental report will be filed upon completion of the analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve into a patient with extreme tortuosity and root angle, there was no reported misload, and no difficulty experienced during loading. A 20 fr external sheath was then inserted into the right femoral artery and advanced up to the distal aorta due to tortuosity. It was reported that there was no difficulty with insertion, and the angle of insertion was not higher than normal. A medtronic guidewire was used to advance the delivery catheter system (dcs) up to the aortic valve. The valve was attempted to be deployed but difficulty was reported in keeping the diagnostic pigtail catheter in place due to the tortuosity of the patient's left iliac and aorta. The first attempt at deployment was too high as the pigtail catheter dislodged from the non-coronary cusp (ncc) and up into the sinotubular junction. The valve was pulled back into the ascending aorta and was recaptured without issue. The valve was attempted to be deployed a second time, but the same thing happened. The valve was pulled around to the descending aorta. A third attempt at deployment was made, but again the pigtail catheter dislodged up and the valve was too high, therefore the valve was recaptured a third time. During this third recapture at approximately 90% recapture, it was reported that there was a kink in the proximal portion of the catheter. The system was retracted to the descending aorta and was fully recaptured and removed. A second valve and dcs were used for a successful deployment at a depth of 4 millimeter (mm) by 4 mm. No adverse patient effects were reported.